Event description:
Customer reports back to back testing on the aviva system with results of: 404 mg/dl to 178 mg/dl, 404 mg/dl to 138 mg/dl, 404 mg/dl to 144 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.